Manufacturer narrative:
The technician replaced three brake casters to repair the stretcher.

Event description:
Information received indicates the brake is not holding. Casters will lock but continue to move from side to side.